Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor saline protheses experienced several unexplained systemic symptoms post procedure. Sore breasts, irritable bowel syndrome, aching joints and muscles, skin rashes, constant infections, pneumonia, chronic fatigue, anxiety and depression, hair loss, frequent urination, and headaches were all noted. The impression was given that the symptoms would last a lifetime without removal of the implants. However, at the time of this report, mentor has received no information regarding an expected explantation date. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2019-16981 for contralateral prosthesis report.